Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as surgical damage. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported "rupture". Healthcare professional later reported "unilateral rupture "this record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.